Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient, implanted with this right atrial (ra) lead, presented to the emergency department. A device check revealed high out-of-range pace impedance measurements greater than 3,000 ohms. The ra lead had exhibited a sudden change in impedances from 600 ohms to greater than 3,000 ohms. Additionally, stored atrial tachy response (atr) episodes showed oversensed noise consistent with lead fracture. This ra lead remains in service, however ra lead revision was advised. No adverse patient effects were reported, and it was noted that the patient had a heart rate of 75 beats per minute (bpm).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was reported that the patient, implanted with this right atrial (ra) lead, presented to the emergency department. A device check revealed high out-of-range pace impedance measurements greater than 3,000 ohms. The ra lead had exhibited a sudden change in impedances from 600 ohms to greater than 3,000 ohms. Additionally, stored atrial tachy response (atr) episodes showed oversensed noise consistent with lead fracture. It was noted that the patient had a heart rate of 75 beats per minute (bpm). A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient, implanted with this right atrial (ra) lead, presented to the emergency department. A device check revealed high out-of-range pace impedance measurements greater than 3,000 ohms. The ra lead had exhibited a sudden change in impedances from 600 ohms to greater than 3,000 ohms. Additionally, stored atrial tachy response (atr) episodes showed oversensed noise consistent with lead fracture. This ra lead remains in service, however ra lead revision was advised. No adverse patient effects were reported, and it was noted that the patient had a heart rate of 75 beats per minute (bpm). Additional information received reported that this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient, implanted with this right atrial (ra) lead, presented to the emergency department. A device check revealed high out-of-range pace impedance measurements greater than 3,000 ohms. The ra lead had exhibited a sudden change in impedances from 600 ohms to greater than 3,000 ohms. Additionally, stored atrial tachy response (atr) episodes showed oversensed noise consistent with lead fracture. This ra lead remains in service, however ra lead revision was advised. No adverse patient effects were reported, and it was noted that the patient had a heart rate of 75 beats per minute (bpm). Additional information received reported that this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.